Event description:
As reported: "after the initial surgery, the fracture became pseudoarticular and the nail eventually broke off. After removal, it was replaced with tha."

Manufacturer narrative:
Please note the corrections to d9/h3 and h6 method codes. The reported event could be confirmed, since the device was returned and is indeed broken. The device inspection revealed the following: the returned devices in the scope of this investigation confirm the broken nail reported. The product identification of the broken devices could be confirmed. The received nail is completely broken in the webs of the proximal lag screw hole. On the proximal broken part of the device, on both bridges of the nail, rest lines are clearly visible. These rest lines are specific to a fatigue failure mode. This deformation indicates that the nail was exposed to continuous high loads over a longer period of time (according to what was reported, 3 years). Since x-rays were provided, a medical expert's opinion on this case was requested. Their statement is as follows: "a pseusoarthrosis is another word for non union. So based on the story this is a clear non-union case with in the end nail breakage. [...] [Based on the pictures] clearly the fracture did not fully heal. This is not the image you expect after 3 years of healing". Based on investigation, the root cause was attributed to mostly a patient related issue. The event was caused by the non union of the bone, which caused excessive loads on the nail for an extended amount of time (3 years) before the device finally broke in a fatigue manner. A review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. A review of the labeling did not indicate any abnormalities. No indications of material, manufacturing or design related problems were found during the investigation. If more information is provided, the case will be reassessed.

Manufacturer narrative:
Once the investigation has been completed any additional information will be reported in a supplemental report. H3 other text : device retained by patient.

Event description:
As reported: "after the initial surgery, the fracture became pseudoarticular and the nail eventually broke off. After removal, it was replaced with tha."